Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. No code available used to capture change to surgical plan. Patient was under anesthesia when surgery was cancelled and rescheduled. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported patient was under anesthesia for a trochanteric fixation nail (tfn) nail removal procedure on (B)(6) 2018 when it was noticed the tfn set had wet oil in the instrument trays. No incision was made and surgery was rescheduled. Photographs provided show the oil residue was directly under the universal chuck with t-handle and the ratchet wrench. It is, therefore, concluded the residue most likely originated from these two devices. This report is for one (1) ratchet wrench 11mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device history record review (DHR): part: 321.200, lot: 7894014, manufacturing site: (B)(4). Release to warehouse date: 17. July 2012. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: investigation site: (B)(4). Selected flow: 4. Visual inspection: the received ratchet-wrench is in a completely dry condition, there are no residues visible. In general, is the device in a good condition, just slight wear mark at the contact surfaces are visible. Drawing/specification review: the manufacturing assembling instruction was reviewed, based on this instruction is no oil applied during the assembling of the wrench. The disassembly assembly instruction (dai) was reviewed and according to this instruction one drop of non-toxic synthes special oil should be applied on the ratchet mechanism during reprocessing of the device. Summary: the complaint is unconfirmed for the ratchet-wrench as there are no residues visible. As stated above there is no oil applied during manufacturing therefore and due to the age of the device a manufacturing related issue can be excluded. Finally, the exact cause of the complained issue cannot be determined, but excessive lubrication during reprocessing of the wrench could be a potential cause. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.